Manufacturer narrative:
(B)(4). No report of a required medical intervention.

Event description:
The customer reports: an employee received a small puncture wound on his right index finger (just a poke) from the scalpel blade while opening the kit. The scalpel blade was not fully retracted, but exposed. No stitches were required.

Manufacturer narrative:
(B)(4). Updated lot number to 13f18h0491. The customer returned an opened kit containing various components including a safety scalpel for evaluation. Visual examination confirmed the safety guard was retracted, exposing the scalpel blade. The safety guard was able to advance and retract over the scalpel blade. A non-conformance report which was generated for a similar complaint issue was reviewed as part of this complaint investigation. The report indicates that the scalpel is received with the safety guard advanced from the supplier. No manipulation of the device is performed by teleflex during receipt or packaging of the device. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide. In kits where provided, retract scalpel in the protected position." The customer report of a scalpel blade exposure was confirmed by complaint investigation of the returned sample. The safety guard on the scalpel was retracted, which exposed the scalpel blade. A review of a similar non-conformance investigation by the manufacturing site indicated that the scalpel is received from the supplier with the safety guard advanced. No manipulation of the device is performed by teleflex during receipt or packaging of the device. Based on this information, the probable root cause of this complaint cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: an employee received a small puncture wound on his right index finger (just a poke) from the scalpel blade while opening the kit. The scalpel blade was not fully retracted, but exposed. No stitches were required.